Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: a timekeeping accuracy test was performed; the pump was found to be keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The patient stated for the past 6 months she noticed that the pump was losing time. The patient stated the pump time was 8 minutes slow. The patient reportedly corrected the time 4 weeks ago and confirmed that the pump had lost time by 6 minutes. The pump time reportedly read 2:36pm and the patient claimed it should of read 2:41pm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.